Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon alleged an inaccuracy of 2-3mm. No further details were provided. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
It was detected by a medtronic representative on (B)(6) 2014 that incorrect dates were reported on initial 3500a form. Correct dates now provided.

Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. A medtronic representative, following-up at the site, reported after completing a check-out on the system, everything was accurate using the resin head. Checked all of the instruments and they were within specs. Noted was that the patient's registration passed, however, the surgeon only traced a little past the eyebrows and not back to the ears, as well as, the nose being traced up and down rather than side to side. This was reiterated back to the coordinator at the site. No parts have been returned to manufacturer for analysis.